Manufacturer narrative:
Of the 58 allegations of a malfunction, 33 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to failure of internal motors, and faults of mechanical assemblies. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 58 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 064 issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-75 years of age and between 38 and 260 pounds. Of the reported patients, 27 were male, 31 were female, and were unknown.